Event description:
In 4/2/26, staff in the sterile processing dept opened the sealed medline plastic tray liner pack and found a live earwig wrapped in the liner. It was returned to the medline rep on 4/6/2026.